Event description:
--

Manufacturer narrative:
Return requests were made for the product return. Should additional information become available this event will be updated.

Manufacturer narrative:
The product was returned and detailed analysis is pending.

Manufacturer narrative:
Upon return to our quality assurance laboratory this boxed device underwent detailed analysis. A memory download could not be performed as attempted interrogations were unsuccessful. Visual inspection revealed a pristine case. An x-ray detected no anomalies. The header and case were removed and disassembled to the hybrid level and step by step electrical testing was performed. It was observed that the ic circuitry appeared to be malfunctioning - on further deep dive analysis, a crack was detected in the underfill that runs along the edge of the integrated circuit (ic) between pins 15 to 37. However, the root cause for where this issue occurred could not be determined.

Event description:
Boston scientific received information that pre-implant this implantable cardioverter defibrillator (ICD) was not able to be interrogated. Multiple programmers, wands, locations were attempted with no success.